Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button cover was missing and the switch contacts were corroded. The cause of the non-functional response buttons is the corroded switch contacts. The root cause of the corroded switch contacts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.